Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously low troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system for one patient. Customer tested a patient sample for accutni and obtained a result of 0.01ng/ml. When tested on a different instrument, this sample gave a result of 11.82ng/ml. The erroneous result was reported outside of the laboratory. Customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was collected in serum tube with a gel separator and centrifuged for seven minutes at 3000 rpm. Per customer, qc has been within the established ranges. System check performed in 2009 passed within instrument specifications a field service engineer (fse) was on-site the following day. Fse performed pipettor alignments, replaced the ultrasonic transducer and sample probe. Fse verified alignments and performed a system check which passed within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.